Manufacturer narrative:
There was no donor involved in the incident. On (B)(6) 2020 customer inspected the pcs®2 plasma collection system and found that the driver card was shorting the machine. Driver card was replaced and issue was resolved. Haemonetics has yet to receive part, without a physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of a pcs®2 plasma collection system smoking on startup and powered off.